Event description:
It was reported that three patients tested positive for serratia bacteria and were treated with antibiotics. The first patient presented with dysuria and fever and was treated with cephalexin 500 mg twice for 7 days. A few days later, two more patients tested positive for the serratia bacteria. The second patient presented with dysuria and fever and was treated with levaquin 500 mg once daily; the third patient presented with dysuria and was treated with cipro 500 mg twice a day for 7 days. All patients were doing well but had not yet been re-tested at the time of the report. It was stated that this was the only scope used at the facility, as it is small with only four staff. The customer had reviewed their reprocessing techniques and stated that all employees were following the correct steps. The customer stated they do not have a sterrad or ethylene oxide (eto) gas to sterilize the scope. Also, the scope was being placed in a procedure room that is not a sterile environment and that it is laid out in the open. It was later reported that they have found the source of the contamination in their old urology scope soaking tubes and that they were making arrangements for proper storage and soaking supplies. This report is for the second patient.